Manufacturer narrative:
The lead was discarded and not returned to saluda for analysis. The root cause of the unintended stimulation and the pain in the right trunk area could not be conclusively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include undesirable changes in stimulation sensation and/or location and uncomfortable changes in stimulation (over and/or under stimulation) and the patient may require surgery (including revision, explant, and replacement) as a result¿. The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient recently implanted with an evoke spinal cord stimulator (scs) system reported pain in the right trunk area and unintended stimulation when performing the impedance check. Pain medication was administered but was unsuccessful. The physician¿s evaluation determined that the patient¿s evoke cap12 percutaneous lead positioning in their epidural space was potentially contributing to the reported patient¿s symptoms. A revision was performed, and the lead was replaced and repositioned.